Manufacturer narrative:
Medtronic received the following information from the journal article entitled; prospective study of the e-liac stent graft system in patients with common iliac artery aneurysms: 30-day results jan brunkwall, carlos vaquero puerta, joerg heckenkamp, jose maria egaña barrenechea, piotr szopinski, gerard mertikian vascular 2018 volume 26 (6) https://doi.org/10.1177/1708538118789510. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aorto/iliac aneurysms along with e-iliac stent grafts. The following events were reported: serious injury: thrombosis stenosis claudication occlusion renal failure ischemia re-intervention.